Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a re-positioning surgery due to a migration of the implant housing from its intended position causing painful sensation. During the revision surgery the device was successfully repositioned. The device remains implanted and in use. This is a final report.

Event description:
Audiologist called to report that patient will be having revision surgery due to implant/receiver/stimulator moving out of seat. Patient reports pain around implant site due to its movement. No accident or trauma was reported. A repositionning surgery took place on (B)(6) 2023. The stimulator was repositioned posteriorly and more superiorly. The electrode was noted to be partially pulled out of the cochlea during movement of the receiver stimulator. This was confirmed on x-ray. The electrode array was easily replaced back into the cochlea. X-ray confirmed the array was fully back into the cochlea. Normal impedances were achieved on all tested electrode contacts including the basal contact.

Event description:
Audiologist called to report that patient will be having revision surgery due to implant/receiver/stimulator moving out of seat. Patient reports pain around implant site due to its movement. No accident or trauma was reported. Revision surgery is scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.